Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the rotarex device. During the procedure, the helix was fractured inside the distal end of the catheter. The tip of the catheter was detached which occurred inside the patient. As the detached tip was inside the patient's blood vessel, the physician decided to use a snare to remove the tip from the patient's body. Furthermore, the detached parts was fully removed from the patient. The procedure was completed by reinserting a new rotarex catheter.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the rotarex device. During the procedure, the helix was fractured inside the distal end of the catheter. The tip of the catheter was detached which occurred inside the patient. As the detached tip was inside the patient's blood vessel, the physician decided to use a snare to remove the tip from the patient's body. Furthermore, the detached parts was fully removed from the patient. The procedure was completed by reinserting a new rotarex catheter.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos, images, videos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definite root cause for the reported event could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(component, method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.